Manufacturer narrative:
(B)(4). The ge healthcare service representative performed a checkout of the system and a review of the logs. The issue was corrected by reconnecting the control boards/cables.

Event description:
The hospital reported that, it did not pass the self-test. The screen remained in white and it displayed a screen of requesting the bag ventilation and alarm occurred when turning on the power. There was no reported patient involvement.